Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens tore during insertion into the eye. The lens was removed. Surgery was completed using an anterior chamber lens and a suture was required to close the wound. This is the second lens that was inserted into the same pt as in 2023826-2005-01365.